Manufacturer narrative:
A device history records review was performed and showed that this lot of prods met all requirements per the applicable mfg quality plan, including stent retention and crossing profile test results. With the available info, it appears that vessel/lesion characteristics and device handling may have contributed to the event, rather than the design or MFR of the prod.

Event description:
During the procedure, the stent "jumped across the lesion and when pulling back for proper placement, the stent dislodged from the balloon." The target lesion was a previously bypassed stenosed distal left main progressing into the proximal left anterior descending. The physician stated, that moderate resistance was met post pre-dilation with a 3.0 balloon, however, the physician continued to manipulate the stent across the lesion. The stent was not retrieved from the pt's body. The physician elected to "crush the stent against the artery wall using a balloon. After crushing the dislodged stent, the physician treated the lesion with angioplasty only. Satisfactory results were achieved. During a coronary intervention, a 2.5/28mm cypher stent dislodged from its delivery sys. Stent embolization is listed as a potential adverse event associated with coronary artery stenting. The target site was described as a previously bypassed stenosed segment of the distal left main progressing into the proximal lad. The original percentage of stenosis was not reported, but the lesion had been predilated with a 3.0mm balloon. The rptr was not clear as to whether or not they applied negative pressure to the device outside the body. The instructions for use cautions against including a vacuum on the delivery sys, prior to reaching the target lesion to avoid premature dislodgement of the stent. The physician stated that he met moderate resistance while crossing with the stent but he "continued to manipulate" and push until the stent suddenly "jumped" across the lesion. As the physician then pulled the sds back for proper placement, the stent dislodged from the balloon. A that point, the physician chose to crush the stent across the arterial was with a balloon catheter and treat the lesion with balloon dilation, only. At last report, the pt had suffered no adverse effects.